Event description:
Surgeon queried leaking port, only 4mls in band after aspiration, 1ml added to total 5ml, see in 1 week if no restriction - pt revisited clinic complaining of loss of restriction. Pt referred by surgeon two weeks later to another physician - who documented that band was leaking; surgeon could not detect this under contrasts. Port revision found cracked backplate of access port, port removed and replaced. Device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model, serial number and implant date provided, the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."